Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2019-apr-22. It was reported that the cause of the stall was not determined. The pump replacement was not planned, they were awaiting ¿his¿ decision to replace. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving morphine with concentration 20 mg/ml at a dose rate of 3.340 mg/day via an implantable pump for chronic low back pain and spinal pain. It was reported that a motor stall was seen at initial interrogation. The patient did not recently have an MRI (magnetic resonance imaging). The motor stall was active. It was indicated that the pump had stalled 234 hours and 41 minutes ago. The pump off password was provided. The pump was to be replaced. No patient symptom was reported. No further patient complications have been reported as a result of this event.